Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer's blood glucose was 54 mg/dl. The patient ate a sandwich to treat for the low blood glucose. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.